Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure. Reportedly, the prostyle was used to achieve hemostasis; however, "a subsequent lower limb ultrasound revealed occlusion of the right common femoral artery, necessitating emergency surgery". Upon incision at the puncture site, it was found that the prostyle suture (knot) had captured the back wall. The prostyle suture was removed after excising part of the posterior wall, and the incision site was sutured and repaired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 1/6/2025 d4: the UDI number is not known as the part and lot number were not provided. E1 - facility name: (B)(6).

Event description:
Subsequent to the previously filed medwatch report, additional information was received reporting that this was arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure using a 9f sheath. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties; therefore, notification is not required. The patient effect of occlusion is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the information provided, a definitive cause for the reported backwall stitch could not be determined. Factors that may contribute to a backwall stitch include, but not limited to, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm.. The patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1494 /clarifier "indication for use" corrections: b3 - date of event: updated from (B)(6) 2025 to (B)(6) 2023. D4 - model #, catalog #: updated from unk prostyle to 12773-03. D4 - lot #: updated from unknown to 3072941. D4 - primary UDI number: updated from unknown to (B)(4).